Manufacturer narrative:
The nurse mgr at the hosp reported that this machine was in use in the ic dept when the problem with the light and fuzzy screen appeared. She stated that although the pt had expired on this machine the screen's malfunction had nothing to do with this pt's death as the pt was very critical and was not expected to survive. In fact, the nurse caring for the pt continued cvvhdf therapy using this machine on the pt despite the problem with the screen. This machine was inspected by the gambro technical services rep, (grpts), but he was unable to duplicate the problem. He discovered that the effluent and dialysate scales were out of calibration and he was able to calibrate the machine back to MFR's specifications. The pressure pods, pumps and air detector were all within MFR's specifications, and the machine was approved to be placed back into service.